Event description:
It was reported that the user announced a meal and did not eat for approximately two hours, after which blood glucose rose from about 132 mg/dl to a peak near 278 mg/dl while using the ilet with a 23-inch teflon inset. Subsequent troubleshooting included confirming infusion flow with a fill tubing, reconnecting, performing a fill cannula, and then changing the infusion site, after which glucose trended down toward normalization. Symptoms included hyperglycemia accompanied by headache and polydipsia. Outcomes included temporary impairment requiring user education, infusion set checks, and a site change, with glucose returning toward target. Investigation included telephone troubleshooting, review of use practices for meal announcements, verification of infusion delivery, and assessment of infusion site viability and potential scar tissue effects. Investigation of this case revealed delivery was present through the set when tested, and the prior site placement was likely suboptimal given improved regulation after a site change. It was concluded that user timing of the meal announcement contributed to the excursion and that site viability likely contributed to prolonged hyperglycemia, with no device malfunction identified.